Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (72kg) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During routine intracardiac echocardiography (ice) imaging, post- case, a pericardial effusion was discovered. Patient had no symptoms; however, the physician decided to perform pericardiocentesis to drain 600ml of fluid from the pericardial space. The patient was reported to be in stable condition after drainage and stayed for overnight observation. The patient had fully recovered. Prolonged hospitalization was not required. The physician¿s opinion regarding the cause of this adverse event was that this was patient condition related. No biosense webster, inc. (Bwi) product malfunctions were reported. Max wattage used: 50 w. Total # of lesions: not known. Total ablation time: 19 min 32 secs. Fluid to patient 698ml. Standard flow settings per IFU were in use. Visitag settings: 3mm, 3sec, 3g @ 25%. Tag index used for visitag coloring. Force visualization: graph and dashboard used, as well as vector. There was no evidence of steam pop during the ablation. Transseptal puncture was done with a baylis needle. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is considered to be serious and MDR-reportable.